Event description:
When surgeon placed carotid patch on pt's right carotid artery, a hole was noted in the middle of the patch with spurting blood from the center. Ten thousand units of thrombin used to control bleeding with extra suturing. Pressure held for 15 mins to prevent re-bleeding.